Event description:
It was reported that the device and rv lead were replaced due to inappropriate vf therapy, undersensing and loss of capture. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found. It was reported that the device and rv lead were replaced due to inappropriate vf therapy, undersensing and loss of capture. No further patient complications were reported as a result of this event. No conclusion can be drawn. Capture, failure to, shock, inappropriate, undersensing.